Event description:
Bd tubing came apart at a seam in a way that allowed multiple small bubbles to pass through alaris carefusion large volume pump without alarming air in line. The line was 50% air, but the bubbles were small enough to not trigger alarm. There should be some kind of accumulated air alarm that would trigger after a certain amount of air passes through the pump, not just when large bubbles pass through pump. Manufacturer response for large volume pump, carefusion (per site reporter). That there is no accumulative air sensor.